Event description:
It was reported that revision surgery was performed due to primary coxarthrosis.

Manufacturer narrative:
It was reported that revision surgery was performed due to primary coxarthrosis. During the revision a adr conical stem lateral size 5 and a biolox delta ball head 36s 12/14 were explanted. The devices, used in treatment were not returned for investigation. Based on the received information it cannot be determined how the reported failure mode relates to the devices. It is also unknown how the devices contributed to the failure. There was no medical documentation received. Therefore, a thorough medical assessment was not possible. The reviewed production documentation did not reveal any deviations. For both batches, there were no further complaints reported. The combination of the stem and ball head are approved by smith and nephew (lit. No. 04758 ed. 09/18 v07). Also the combination of the liner and the ball head is approved (00373 v1 09/13). There is insufficient information to confirm the reported failure, therefore, the root cause cannot be determined. To date, there are no further actions deemed necessary. Should medical information or the parts become available, this case will be reassessed. Smith and nephew will monitor these devices for further similar issues.